Event description:
The customer stated, that he tested his blood glucose and received a reading of 274 mg/dl using his elite meter. He then took 20 units of insulin based on the reading. Within a couple of hrs, paramedics were called by the customer's wife. Paramedics tested the customer's glucose at 21 mg/dl using their meter. The customer was treated with glucose. Control test solution and a check strip were being sent to the customer for further troubleshooting. No product will be returned at this time.